Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella 5.5 in a 67-year-old male patient for cardiomyopathy. During support, there was purge pressure high/purge system blocked issues. There were no kinks or blockages observed. The purge fluid remains d5w with bicarb. The patient remains on support.

Manufacturer narrative:
The following sections have been updated" b4, d6b, g3, g6, h2, h6 clinical and impact codes, and h11. Additional information was provided which states that the patient received one unit packed red blood cells (prbc) the day prior for low hemoglobin. No active bleeding was present or identified. However, the hemoglobin improved and remained stable not requiring further intervention.

Manufacturer narrative:
B3: corrected date of event h6: f26 and e2403 was omitted.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: purge pressure high: the cause of the purge pressure high was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. Anemia: the cause of the injury was not determined due to insufficient clinical details.